Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an unruptured saccular aneurysm in the anterior cerebral artery was treated with endovascular embolization using an axium prime bare hx 1.5 mm × 4 mm extra detachable coil. During attempted detachment, the coil could not detach normally. Manual detachment via hypotube was attempted twice, and no instant detacher was used. The operator withdrew the coil after the non-detachment. The aneurysm had a maximum diameter of 4 mm and a neck diameter of 3 mm, with normal blood flow and normal vessel tortuosity. No patient complications have been reported as a result of this event. The devices were prepared according to the instructions for use (IFU). Ancillary devices include an echelon microcatheter.